Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 400 mg/dl at the time. The customer also reported that the insulin pump had no delivery alarm. The customer was also assisted in getting the calculation for her insulin delivery. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.